Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug device may have caused or contributed to the events as alleged by the patient¿s attorney including recurrence and removal of the device. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of a left inguinal hernia. A perfix plug was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent a laparoscopic left recurrent inguinal hernia repair and the mesh was replaced with a non-bard/davol ethicon prolene mesh. As a result, the patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The attorney alleges pain, disability, hospitalizations, and additional surgery(ies). The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.